Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a gastric sleeve procedure. The valve fell off the device while in use. In order to correct the condition a new device was used. There was no patient harm. The current patient status is good.

Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of one versaport trocar. The visual inspection of the trocar assembly revealed that the circular seal and the envelope seal were intact. The seal from the 10-15mm flip top converter was disengaged and not returned. Functional testing found no abnormalities. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, an component error was identified during product analysis. The root cause of the observed condition was determined to be a result of a vendor issue; this was identified as a quality issue with a component obtained from a third party supplier and a supplier communication was generated to alert the supplier to the quality issue. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.